Event description:
The device was used during an unspecified procedure. Reportedly, the seal was torn and the instrument leaks. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.